Event description:
Caller reported that the insulin cartridge leaked twice on separate days. Blood glucose levels did not exceed 500 mg/dl, indicating they remained within an acceptable range. Customer service advised the caller not to overfill cartridges, and the caller successfully changed the cartridge and resumed insulin therapy.